Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01970 and MFR. Report # 3005099803-2012-01971). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both devices orientation were incorrect. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on preliminary investigation results; catheter torn. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01970 and MFR. Report # 3005099803-2012-01971). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both devices orientation were incorrect. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on preliminary investigation results; catheter torn. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): preliminary investigation results of catheter tore. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, ia supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length, including the distal tip with exposed cut wire was twisted. A functional evaluation found that the orientation did not meet specification due to the condition of twisted working length, including the distal tip with exposed cut wire. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.